Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic legal received information from the attorney of the family on july 23, 2024, medtronic received notice of a device/product legal hold notification. It was reported to medtronic minimed that the customer experienced possible over delivery anomaly. The customer reported blood glucose value of 22 mg/dl and 500 mg/dl. The customer reported hypoglycemia, hyperglycemia, nausea, vomiting, dizziness, convulsion, clinic, diabetic ketoacidosis treated with glucose/carb intake, emergency medical services/ambulance/emergency room visit, amp of d50, insulin pump (subcutaneous insulin infusion). The event involved product(s) unk_ngp, mmt-1780kpk, mmt-332a, unomedical. Troubleshooting was not performed. It was unknown whether the insulin pump was utilized within 48 hours of the event ,it was unknown whether the automode feature was active or not. No further patient complications were reported. No product return is required for unk_ngp. No product return is required for mmt-1780kpk. No product return is required for mmt-332a. No product return is required for unomedical.